Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Choi, y.j., lee, k.w., kim, c.h., ahn, h.s., hwang, j.k., kang, j.h., han, h.d., cho, w.j., park, j,s. (2012). Long-term results of hybrid total knee arthroplasty: minimum 10-years follow-up. Knee surgery & related research, 24(2), 79-84. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article reported seven knees were noted to have loosened; of which, 3 knees were noted to have septic loosening. These complications occurred at a mean of 81 months after surgery and did not recur after revision.